Event description:
Pt revised because of loosening of the tibial tray, found osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible as no prod was returned. The investigation was limited to the info provided, as the prod code and lot #s required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info but it would not be unreasonable to expect some wear after approx 10-1/2 yrs of implantation. The need for corrective action is not indicated. Should add'l info be rec'd the investigation will be reopened. Depuy considers the investigation closed.